Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met specifications. Based on patient code 2645 the product does not appear to have been used. However, the product is intended to be used for treatment purpose but it was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "incorrect operation". The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. Correction: e. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the inlay optima stents were missing, and two boxes were delivered with only a guidewire. Per additional information received via email from (B)(6) on (B)(6), it was confirmed that from each box 1 stent, total 2 stents were missing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the inlay optima stents were missing and two boxes were delivered with only a guidewire. Per additional information received via email from ibc on (B)(6) 2021, it was confirmed that the 2 stents, each box 1 stent, were missing.